Event description:
Caller reported a minimum fill notification. Blood glucose level at the time of the event was 10.2, which was within the normal range of 54-500 mg/dl; hence, there was no adverse impact on the customer's blood glucose level. Despite reloading the original cartridge and attempting to load a second cartridge, the caller was unable to resolve the issue and continued using manual insulin therapy with fiasp insulin. Technical support escalated the issue to management and advised the caller to consult with a hospital as the insulin was not licensed.